Event description:
Paramedics used the device for pt ECG monitoring. The device allegedly displayed a flat ECG trace inappropriately. The device allegedly also displayed an "ra lead off" warning message and excessive artifact intermittently. There were no adverse affects to the pt reported as a result of the alleged malfunction.